Event description:
The customer contact reported that during testing at the user facility the device delivered more than intended. The customer contact reported that during two tests, the dial-a-flo was set to deliver at a rate of 100ml/hr. After an unspecified length of time, the volume of solution received during both test was 180ml. During a third test, the dial-a-flo was set to deliver at a rate of 30ml/hr. After an unspecified length of time, the volume of solution received was 70ml. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).